Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. During troubleshooting, the pt reported exposed wires near the connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204/damaged cable/wires exposed) has been confirmed. As received, the trunk cable connector was cracked upon evaluation, the orange (+5v) wire was open in the trunk cable connector. The cause of the code 204 is a disruption in commination between the electrode belt and monitor. The cause of the disruption in communication is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed at the trunk cable connector. No adverse event resulted form the damaged wire. The pt received a replacement electrode belt.